Event description:
The patient was undergoing an embolization procedure in the splenic artery using ruby coils. During the procedure, the physician attempted to advance a ruby coil into the microcatheter; however, the physician was unable to advance the coil as the coil felt too stiff. The ruby coil was removed and the procedure continued successfully with another ruby coil. The physician attempted to detach the coil and opened a penumbra coil 400 detachment handle and it was found broken out of the package. Another detachment handle was used and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00449.

Manufacturer narrative:
Result: the detachment handle is disassembled. The detachment handle distal nose cone was not returned. Conclusion: the complaint has been evaluated. The complaint indicates that one of the coils would not track through the hypo-tube of the coil detachment system as it was being loaded into the microcatheter. It also indicates that the detachment handle was found broken when the packaging was opened. Evaluation of the returned coil revealed that the coil sheath was not in the proper position on the pusher assembly. If the sheath was pushed forward during device preparation, the coil would have difficultly advancing through the sheath and into the microcatheter. The coils are 100% functionally tested during processing. The broken handle was confirmed. The handle was returned disassembled and missing a piece. The cause of this issue is unknown however, these devices are 100% visually inspected during processing. There was no indication the product box was damaged that would indicate that the product was broken in shipping. There was no indication of any device malfunction during the evaluation of either device. Both of these issues appear to be related to handling during device preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.